Event description:
It was reported that the patient only had interstim lead. It was stated that the patient had asked to have the ipg (implantable pulse generator) removed as he was concerned he couldn't have dental work and/or MRI done if he needed. It was also stated that the doctor had told him that it should not be a problem to have an MRI but the patient came into the appointment with the MRI clinic on the day of the report with the thought that it might be a problem. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 388928, lot# 0205007372, implanted: (B)(6) 2012, product type lead. (B)(4).